Event description:
It was reported the patient underwent a left knee revision approximately a month and a half post-implantation due to infection.

Manufacturer narrative:
(B)(4). Medical devices: femur cemented posterior stabilized (ps) narrow left size 9 catalog#: 42500006601 lot#: 63404897. Natural tibia cemented 5 degree stemmed left size e catalog#: 42532007101 lot#: 63827543. All-poly patella cemented 32 mm diameter catalog#: 42532007101 lot#: 63827543. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, therefore implanted products are not identified as the source or contributing to the reported infection.

Event description:
No further event information available at the time of this report.